Event description:
It was reported that fluid leaked onto the pc board causing a potential electrical shock hazard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was replaced.